Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced loss of communication between other device and the software. It was reported on care link connect application was not receiving data from patient. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown if the customer will continue or discontinue use of the device and the product will not be returned for failure analysis.

Manufacturer narrative:
An attempt to reproduce the reported event using minimed mobile app (software version 2.2.1) installed on samsung galaxy a32 5g (android 13) and carelink connect mobile app (software version 3.2.1) installed on google pixel 6 (android 14) with mmt-1886 780g pump (software ver. 6.5w.10) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After thorough investigation we found that the periodic data was flowing successfully from the mobile application to the carelink servers. Since it was also mentioned that this occurred during the night time when the phone was inactive, it is likely that the battery optimization on android phones could be interrupting the periodic uploads to save battery. To assist with the resolution of the issue, we provided helpline team with the following step to ensure that it is addressed effectively: disable battery optimization for mmm app: long tap on mmm app icon â¿¿ app info â¿¿ battery saver â¿¿ no restrictions medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.